Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a loss of suction during a lasik procedure. Additional information has been requested.

Manufacturer narrative:
The reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. Most possible root cause is handling during the docking process and the movement of the patients eye. The manufacturer internal reference number is: (B)(4).